Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, believed the system was over-treating insulin needs amid frequent changes in eating patterns while traveling, and performed multiple prior ilet resets; the current event included a documented low of 64 mg/dl and an ilet alert. Symptoms included no reported physical symptoms. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included review of use patterns and provision of additional user training focused on meal announcements and correct meal size selection. Investigation of this case revealed no device malfunction and suggested user-related factors tied to variable meal timing and amount as the likely contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related use conditions contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.